Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a leak from synchron triglyceride reagent kit. The customer was wearing ppe. There was no exposure to uncovered wounds or mucous membranes. No injury was reported, and medical attention was not sought. Msds was reviewed and the customer has exposure control plan in the facility. There was no effect to patient or user.

Manufacturer narrative:
The reagent vial was broken inside the reagent kit box. Replacement kit was sent to the customer.